Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(6) affiliate during valve deployment of a 29 mm sapien 3 valve in a pre-stented pulmonic conduit the commander delivery system balloon burst. The valve was well implanted with no paravalvular leak (pvl). The delivery system was able to be removed without issue through the esheath, with no patient injury. Per report, the balloon burst was due to the pre-stent pulmonic conduit.

Manufacturer narrative:
The commander delivery system was returned to edwards for evaluation. Visual inspection revealed the following: balloon burst confirmed, and longitudinal burst propagated entire working length. Functional testing was not performed due to the nature of the complaint. Dimensional testing was performed on the single wall thickness of the inflation balloon and was within specification. During the manufacturing process, the entire delivery system (including the inflation balloon) is visually inspected and tested several times. Per procedure, during balloon inspection the balloons are 100% visually and dimensionally inspected. Per procedure, the balloon burst testing is performed. The inflation balloons are 100% visually inspected by both manufacturing and quality per procedure. Prior to the process, the balloon is 100% visually inspected for balloon size and contamination per procedure. After the process, the balloon is 100% inspected for defects. The commander delivery system is 100% leak tested. During final inspection as per procedure, the entire device is inspection 100% distal to proximal by both manufacturing and quality. In addition, product verification (pv) testing is performed on a sampling basis for defects and balloon burst pressure per procedure. The lot met requirement for lot released. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history review was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no other relative complaints. A review of complaint history from december 2018 through november 2019 revealed additional returned complaints for the commander delivery system for the reported event. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. Available information suggests that patient and/or procedural factors may have contributed events. A review of complaint history revealed that the occurrence rate did not exceed the november 2019 control limit for all the trend categories. The IFU was reviewed. It should be noted that the thv was deployed inside a pre-stented pulmonic conduit. The sapien 3 (s3) with the commander delivery system (ds) is currently indicated for native aortic valve, aortic bioprosthetic valve, and mitral surgical bioprosthetic valve replacement. The IFU and training manuals in this section are for a transfemoral (tf) procedure in the aortic or in a surgical bioprosthetic mitral valve position and were reviewed for relevant guidance for an s3 implant using a commander ds. The edwards sapien 3 system is indicated for use in patients with heart disease due to native calcific aortic stenosis at any or all levels of surgical risk for open heart surgery. The edwards sapien 3 system is indicated for use in patients with symptomatic heart disease due to a failing aortic bioprosthetic valve or a failing mitral surgical bioprosthetic valve (stenosed, insufficient, or combined) who are judged by a heart team to be at low or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality = 1% at 30 days, based on the society of thoracic surgeons (sts) risk score and other clinical co-morbidities unmeasured by the sts risk calculator). Note: the device was used in an off-label implantation in the pulmonic position with a sapien 3 valve. As there are no specific IFU or training materials related to sapien 3 with pulmonic procedures, the available training materials were reviewed only for information potentially relevant to the device use. Per the IFU and training manuals if delivery system balloon ruptures or leaks during deployment without thv embolization: do not use excessive force. Take care when removing the delivery system through the tip of the sheath. Maintain guidewire position. Check for pv leaks under echo. If post-dilation needed, use a new delivery system. Based on the review of the IFU/training manuals, no deficiencies were identified. The complaints were confirmed based on visual inspection of the returned device. Investigation of the device revealed no indication that a manufacturing non-conformance contributed to the event. A review of DHR, lot history, complaint history revealed no indication of a manufacturing nonconformance that could have contributed to the reported events. Review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. As reported, the pulmonic conduit was pre-stented, and during valve deployment, balloon burst at the end of inflation. The stent in pulmonic conduit may have increased stress to the balloon during deployment leading to the burst balloon. In this case, available information suggests that patient (stent) factors contributed to the reported event. However, without procedural imagery and patient anatomy information, a conclusive root cause is unable to be determined. No labeling, training, or IFU deficiencies were identified, and the occurrence rate did not exceed the trending control limits. Therefore, no corrective and preventative action nor pra is required at this time.